Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that there was blood was on the device. The hub, shaft, and tip were examined. It was observed that the tip was damaged and the windows appeared to be crushed. The inner liner was delaminated at the tip. There were numerous kinks throughout the device. A functional test was done by inserting the watchman delivery system in to the watchman access system and a functional test could not be performed due to the kinks in the watchman delivery system the device would not insert into the watchman access system (was) hub. The inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the hemostasis valve would not close. A watchman® access system (was) was selected for use in a left atrial appendage closure procedure. A 27mm watchman ® laa closure device & delivery system (wds) was advanced through the was and deployed, however the closure device was recaptured as it did not meet release criteria and the system was removed from the patient. During a second attempt with the same devices, great resistance was met when advancing the wds in the was. The devices were removed from the patient and it was then noted the wds was hard to pull out of the was and the hemostasis valve of the was could not be completely closed. The procedure was completed with another of the same of each device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hemostasis valve would not close. A watchman® access system (was) was selected for use in a left atrial appendage closure procedure. A 27mm watchman ® laa closure device & delivery system (wds) was advanced through the was and deployed, however the closure device was recaptured as it did not meet release criteria and the system was removed from the patient. During a second attempt with the same devices, great resistance was met when advancing the wds in the was. The devices were removed from the patient and it was then noted the wds was hard to pull out of the was and the hemostasis valve of the was could not be completely closed. The procedure was completed with another of the same of each device. No patient complications were reported and the patient's status is stable.